Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the tip of the device was severely dented with exposed internal braid. In addition the dome, peek housing and some electrodes were visualized bent. The device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 was displayed by the system. Additionally, error 106 was displayed on the system screen. Due to this condition, the handle of the device was dissected and resistance of the sensor pads on the printed circuit board (pcb) was measured finding the results out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The damage at the tip and the electrodes were unrelated to the reported event by the customer. The potential cause could be related to the handling/shipping of the device; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Internal actions are being performed to address process opportunities related to adhesive issues. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the dent which exposed internal components identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer reported error 106; and error 105 during testing. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the bent electrode identified by bwi pal. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201)were selected as related to insufficient adhesive in the peek housing and wires identified by bwi pal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch unidirectional sf catheter for which biosense webster¿s product analysis lab (pal) identified the tip of the device was severely dented with exposed braid; in addition, the dome, peek housing and some electrodes were visualized bent. It was initially reported by the customer that alert code 106 occurred after catheter plugged into the carto 3 system and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in the patient. The customer's reported force issue (alert 106) is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-jan-2026, the bwi pal revealed that a visual inspection of the returned device found the tip of the device was severely dented with exposed internal braid; in addition, the dome, peek housing and some electrodes were visualized bent. These findings were reviewed and assessed the breakage which exposed internal components as an MDR reportable malfunction.